Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery (rca) with mild tortuosity and heavy calcification, pre-dilatation was performed with an unspecified 2.0x15 mm balloon catheter. A 3.0x33 mm rx xience prime stent delivery system was advanced and the stent was deployed. Reportedly, a distal edge dissection was observed and another xience prime stent was implanted to treat the dissection. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.